Event description:
It was reported the impedance measurements were low on the right and left ventricular defibrillation epicardial lead patches. It was noted the leads were placed close together on the heart which may be the cause of the low impedance values. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), (B)(6) 2013; 6721m implantable tachy lead (B)(6) 2013; 511212 x2 competitor implantable pacing leads (B)(6) 2013; 4968 implantable pacing lead (B)(6) 2013. (B)(4).